Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 533 mg/dl at time of incident and 89 mg/dl. Customer not used insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual shots. Customer declined troubleshooting for high blood glucose. Customer does not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump had insulin flow blocked occurred. Customer was not in auto mode feature. Customer stated the insulin did not exit and insulin pump alarmed insulin flow blocked. The insulin pump will not be returned for analysis.